Event description:
It was reported that the atrial lead exhibited oversensing. No further action was taken and the lead remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information notes: the lead continued to exhibit oversensing. The lead was once again reprogrammed and remained implanted.